Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Cyberonics rep reported that a physician called him to report that while dosing a patient, he experienced the screen freezing with his dell handheld computer. A soft reset was done and it resolved the screen freezing issue. Products were not returned for analysis.